Event description:
Patient turned prone for spine procedure. Face secured in foam headrest. Md and anesthesia assisted with further positioning of patient. When procedure complete, patient turned supine and abrasion noted on chin. All members of surgical team aware. Patient transferred to recovery area and then to patient care unit. At this point, patient seen by wound ostomy nurse for chin abrasion. Treatment includes application of mupirocin topical after normal saline wash.